Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and the fracture device was confirmed. The clinical/medical investigation concluded that, the reported dislocations may be consistent with the fractured liner; however, with the information provided the clinical root cause of the reported fractured liner cannot be confirmed. The patient impact beyond the dislocation, revision, and expected transient post-op convalescence period cannot be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the instructions for use for this device revealed that cracking or fracture of implant components has been identified in possible adverse effects and may result from failure to observe the warnings and precautions that follow. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could be corroborated, since it was broke, therefore it could function properly anymore. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tha had been performed on an unspecified date, the system luxated on (B)(6) 2022. Upon revision surgery to address this event on (B)(6) 2022, it was noticed that the r3 const 54mm liner is fractured. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after a revision tha had been performed on (B)(6) 2021, the system luxated on (B)(6) 2022. Upon revision surgery to address this event on (B)(6) 2022, it was noticed that the r3 const 54mm liner is fractured. Both the r3 shell and liner, as well as the femoral head, were explanted and replaced with competitor products. A redapt stem remains in-situ. Current health status of patient is unknown.